Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed system notice 50032 ¿the safety system has detected a compromised outer vacuum¿ on multiple applications with balloon catheter 2af283 with lot number 96237. The data files confirmed 18 applications were performed with this catheter. Additionally, 4 more applications were performed with a different balloon catheter without any issue on the date of the event. A clinical issue was encountered during the case. The mapping catheter was not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, following the last freeze, a pericardial effusion was observed, and blood was removed via pericardial puncture. Additionally, a drop in blood pressure occurred at the end of the procedure. The patient's hospitalization stay was extended. It was noted that the sheath was in the heart at the time of the effusion. The case was completed with cryo. No further patient complications have been reported as a result of this event.